Event description:
During an embolization of an un-burst aneurysm at the right anterior cerebral artery, a 4f sheath introducer was punctured at jugular, and a renegade 18 and the transend ex.014" were approached to the lesion. Then the wire broke at 5-cm from the distal end, but it remained in the catheter. Therefore, the broken part was pulled out with the catheter. No clinical sequelae was reported with the pt as a result of this event.